Manufacturer narrative:
Investigation summary: the obturator, seal and the torn off piece of the shield were returned for evaluation. Upon inspection, engineering confirmed that a petal of the shield had been torn off and found damage at the cap of the seal. No other damages or defects were noted. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal for easier insertion. To minimize tearing of the seal when using highly textured surfaces, coat surfaces with sterile lubricant prior to insertion. This document represents our final report.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic colectomy- "the shield was broken during procedure when the user inserted/removed the gauze. The broken piece fell into the body, and the user picked it up from the patient body." Patient status: no patient injury.